Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy rash under the therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised patient to go to urgent care due to the skin irritation. It was reported that the patient was not prescribed anything. Reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.